Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. No additional information was provided and the customer declined troubleshooting with tandem technical support.